Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called to report issues waking up in the evenings to low sensor glucose readings. However, when checking her blood glucose, the readings are within range. The customer was advised of the possible causes, but she stated that none of those reasons apply to her. The customer declined troubleshooting, and only wanted to speak to upper management. No further information was gathered, and the customer was transferred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had high readings of 431 mg/dl. The customer treated with the pump. The customer also had low reading of 51 mg/dl, which was treated with glucose tablets and juice. The customer stated that the pump went into threshold suspend. The customer reported the drive support cap to appear normal. The customer declined to check for possible site/insulin issues. The insulin pump will not be returned for analysis.